Event description:
It was reported that the device exhibited an error code at start-up. There was patient involvement as the event occurred while in use on a patient.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1-a6, b2, b5: updated. D9: 12/6/2024. One device was returned for analysis in good condition with complaint that the device exhibited an error code at start-up. Functional testing was performed and the device passed performance testing. No repair activities were performed.

Event description:
Additional information was received which stated that the event happened when starting the machine before it was used it on a patient and it did not contribute to an injury.

Manufacturer narrative:
D3- corrected. D9: 6/2/2025. The probable cause of the reported issue was due to fluid ingression.